Manufacturer narrative:
Visual examination of the returned product identified the device to be misaligned. The device shows signs of wear, scratches indicating the use of the device. The device has 4 years of field service age and unknown number of uses. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the distal part of the broach handle is bent. This led the surgeon to incorrectly cut more anterior humeral bone due to the error in the displayed version on the instrument. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.